Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer stated that her mother's battery cap was not working well. The customer stated that it took forever to remove the cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.